Event description:
On (B)(6) 2022 - 14 f foley cath was found in bed with balloon intact but not fully inflated. No injury to patient. Foley was replaced with another 14 f foley with same make and ref number; (B)(6) 2022 - 14 f foley cath was found in bed with balloon not inflated. Witness reports that there was a tear in balloon, but was intact. No injury noted. New 14 f foley was placed with same make and ref number; (B)(6) 2022 - 14 f foley cath was pulled out by patient intact with balloon not inflated. No injury. FDA safety report ID # (B)(4).